Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 553 mg/dl when paramedics arrived. Customer stated that her insulin pump was not working correctly, it was something wrong with the battery and the insulin pump had blank display. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case.